Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 23/apr/2018 and 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified weight to the specification, deformation and yellow particles. Cloudiness and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "deformity of the region and pain which has been increasing," "capsular contracture grade iii-IV," and "prosthesis with evidence of [...] Probable perforation." The device has been explanted.